Manufacturer narrative:
Added information to section h6 (investigation findings and investigations conclusions). H11. Additional narrative/data: the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valve implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including diabetes.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 64-year-old patient with a valve model 3300tfx25mm implanted in aortic position underwent a valve-in-valve procedure after an implant duration of six (6) years and four (4) months due to moderate to severe stenosis. A 26mm transcatheter valve was successfully implanted within the pre-existing surgical device.

Manufacturer narrative:
Added information to section b5, h6 (health effect clinical code, device code(s) and type of investigation) h11. Additional narrative/data: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 64-y-o patient with a valve model 3300tfx25mm implanted in aortic position underwent a valve-in-valve procedure after an implant duration of six (6) years and four (4) months due to calcification and structural degeneration leading moderate to severe stenosis (valve area/index 3.44cm2). As reported, patient presented with shortness of breath, low energy since seven months ago, orthopnea, chest discomfort with walking, and episode of syncope. A 26mm transcatheter valve was successfully implanted within the pre-existing surgical device. Reportedly, patient was noted as to be discharged home.